Event description:
It was reported to ventec that the device will intermittently "show negative values on the screen while on the patient.¿. Ventec contacted the reporter in order to obtain a better understanding of the reported issue, however, the reporter advised that they were not able to elaborate or provide further details about the values in question. There was patient involvement associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue.

Manufacturer narrative:
H6: ventec has received the device and performed an initial evaluation. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: v*home, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of it "showing negative values on the screen" could not be duplicate or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.